Event description:
The customer reported that following a radiology procedure in 2002, a vasoseal es was deployed. The patient was experiencing pain in the abdomen prior to deployment. When the drape was lifted a hematoma was noted in the left lower abdomen. Pressure was applied to the hematoma and the patient was admitted overnight. The patient's hemoglobin/hematocrit lab results were low so the patient was taken for a CT scan the following day. A retroperitoneal bleed was diagnosed and the patient was given a blood transfusion and remained in the hospital. No further complications were reported.